Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was deformed and misaligned. The following information was provided by the initial reporter: "call from a pharmacist regarding a claim for the menquadfi vaccine: a doctor wanted to administer it, but when he opened it ¿the plunger had melted and flowed into the syringe¿, ¿this is the first time that it happened to me, and when I wanted to take it was not straight¿: the pharmacist gave another box of the menquadfi vaccine to the doctor of the same batch/expiration date and ensured that the product had no problems. The product could not be administered to the patient."

Manufacturer narrative:
Investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the stopper was severely damaged and mangled. The stopper appeared to have been jammed inside the barrel and was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1348445. D.4. Medical device expiration date: 30-nov-2026. H.4. Device manufacture date: 03-jan-2022. D.4. Medical device lot #: 1323389. D.4. Medical device expiration date: 31-oct-2026. H.4. Device manufacture date: 17-dec-2021. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. .

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was deformed and misaligned. The following information was provided by the initial reporter: "call from a pharmacist regarding a claim for the menquadfi vaccine: a doctor wanted to administer it, but when he opened it ¿the plunger had melted and flowed into the syringe¿, ¿this is the first time that it happened to me, and when I wanted to take it was not straight¿: the pharmacist gave another box of the menquadfi vaccine to the doctor of the same batch/expiration date and ensured that the product had no problems. The product could not be administered to the patient."